Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR #1225714-2014-01075 and 01076.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007, after the use of the product.